Event description:
The customer reported that he had a calibration issue on the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that he is trying to calibrate the 136 mg/dl into his insulin pump but it will not accept it. The customer reported that the sensor stated that he is (B)(6) and it is going into thres suspend. The troubleshooting was performed. It was explained to the customer the differences between sensor graph and blood glucose. The customer decline to continue troubleshooting. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.